Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. No fault was found with the system.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system would boot up, but the main monitor showed no vided detected. The camera cart monitor showed the pcoip connection message. There was no present when this was discovered. The probable cause of the event was noted to be a boot isssue.